Event description:
Patient returned for torque and non-integration noted. Removed 2 months later due to patient schedule. Bone described as thin cortical, low density.

Event description:
Doctor indicated loss of integration and implants were removed.